Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by hardware damage. The proximity switch of the c-arm was defective. As a result, the device could no longer be moved by motor at full speed on site, but only at reduced speed for safety reasons. The reduced speed is a mitigation for such a case and is also described accordingly in the instruction for use. The affected part was not available for investigation. Therefore, the investigation results were based on expert opinion, the log file, and the appearance on site. The limit switch was most likely damaged by external impact, which can be caused by a collision with external objects. This cannot be determined beyond doubt. The limit switch was replaced on site by the local service organization and the error was not reported again. The system is functioning as specified. The spare parts consumption of the affected part was checked. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.